Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had scratches on the screen which made her difficult to read the information and insulin was squirting during priming. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was dropped and scratched on a rock. The customer also reported that the insulin pump rewind was taking a bit longer, false and unexplained no delivery alarms, dimmer back light, and no delivery alarm not working at times when needed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.